Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion may occur at interfaces between components." This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2015 -03715 / 03716 / 04604).

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel reported the patient was revised on (B)(6) 2015 due to patient allegations of pain, metallosis, elevated metal ion levels, and difficulty ambulating. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2015 due to metallosis. Operative report further noted corrosion at the taper adapter and an anteverted cup during the procedure. The head and cup were removed and replaced with competitor products.